Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a-33, lot# j0220222v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient was having difficulty maintaining coupling, charging was taking too long, and therefore stopped charging their stimulator. The recharger then only showed a battery with a plug and a ¿?¿ screen. The recharger was having trouble charging. The patient was requesting a new recharger so they could start charging after a physician mode recharge. The stimulator was in over-discharge. It was unclear if the patient still had concerns or not. The patient was working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted. The patient underwent replacement surgery at the appointment and received adequate coverage in the recovery room.